Event description:
It was reported that the device was explanted for elective replacement based on medical judgment. Subsequently, data analysis findings were found to be out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. The device met normal battery depletion at 80% of expected longevity. Analysis of the device and internal components were as expected for a pacemaker at eri (elective replacement indicator). Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.